Manufacturer narrative:
The customer's cobas liat analyzer (s/n (B)(4)) was returned on november 05, 2021 at errc for evaluation and repair. From the inspection, it was identified that multiple disturbances are observed in the background and baseline levels of the analyzer, especially after run #1857 during which a leakage occurred. Both background and baseline levels were disturbed since the beginning of the dataset, hinting that potential leakages occurred before the first available run, leading the observed false positive results. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves have been launched. The implementation of both the software and the updated script have shown a reduction in the calculated false positive rate. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test product code qjr, catalog number 09211101190. (B)(4).

Event description:
The customer alleged discrepant results generated from a cobas® liat® system (s/n (B)(4)). A customer from (B)(6) alleged that they received potential false positive results for patients¿ samples tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. During review of customer-provided data it was noticed that runs #1871, #1908, #1909 and #1933 all generated sars-cov-2 negative, influenza a negative, influenza b positive results for 4 patients¿ samples when analyzed on the cobas® liat® system (s/n (B)(4)). No patient details were made available and no harm or injury was indicated. Patient samples were collected using nasopharyngeal in remel m4rt media, 3 ml. Four (4) mdrs will be filed one for each sample as per FDA guidance.